Event description:
Philips received a complaint on the v60 ventilator indicating that there was damage to the foot area of the ventilator, the base assembly. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The customer informed the remote service engineer (rse) of the damage to the foot area on the bottom of the v60. The customer stated that the rse could not get the foot onto the base assembly. It was not the foot attached to the central processing unit (cpu) tray cover. The rse provided the customer with the part information for the base assembly and the foot retention plate so that replacements could be ordered. This investigation is ongoing.

Manufacturer narrative:
Multiple good faith efforts (gfe) were attempted to obtain clarification of the device issue, confirmation of a part order, part replacement, and resolution. No response or further information was received from the customer. Philips is unable to confirm the final disposition of the device. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.